Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. It is likely that the patient may have had an infection that contributed to the foreign matter as there was evidence of contamination in the chamber a short time after the application of the device. However, we are unable to make a conclusive determination based on the limited information available. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint reported, "the chamber was contaminated by mold a short time after application. No pathologic findings by the patient." The reporter provided photos of the device. No further details have been provided.

Manufacturer narrative:
The investigation associated with the nonconformance (nc) has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 23, 2016. (B)(4).

Manufacturer narrative:
Device history records were reviewed. Sterilization was performed in accordance with parameters. The batch was released according to requirements. A batch record indicates that no non-conformances and deviations related to complaint issue were initiated. The batch record review resulted in a discrepancy which was investigated in another complaint, and is opened. Therefore, this complaint will remain open until the investigation is complete. A photograph has been received for this complaint, which was evaluated. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 28, 2016. (B)(4).